Manufacturer narrative:
(B)(4). Date sent: 7/12/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, not all present and the missing portion was not returned. The tissue pad was not fully detached as reported. In addition it was received with the blade tip damaged and with the black coating of the blade damaged, however, the blade was not cracked. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It is possible that the reported noise issue could have been caused by the blade making contact with metal or plastic while activated, or the solid tone emitted by the generator when the blade becomes damaged. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the surgeon commented that, even it's only about 2 to 3 times, if the device touched forceps, the device damaged severely. The broke piece will be returning. The patient is stable. Is the white tissue pad completely missing from the clamp arm of the device? => yes, it fell off the clamp arm. No further information will be available. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during a laparoscopic myomectomy, the blade touched the forceps 2 times in 30 minutes of use. Then an unexpected sound was heard during the activation. It was found that the tissue pad was deformed and fell off the clamp arm. The fallen pieces were retrieved. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.